Event description:
Caller reported that t: slim x2 pump battery would not charge, despite using the tandem charging cable and wall adapter. This issue led to a pump shutdown but did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The caller tried a different wall adapter, which resolved the issue, and a replacement tandem wall adapter was sent via two-day shipping. Technical support informed the caller that insulin on board and max hourly bolus reset to zero and that cgm sessions must be manually restarted whenever the pump turns off. Caller was advised to monitor and call back if the issue persisted, understanding and acknowledging the guidance provided.